Event description:
Report received from the USA stating that the "cord was frayed". The cord had frayed over time. The event was not related to surgery. There were no injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).